Event description:
It was reported that the pump dispensed insulin without user intervention during the prime/rewind sequence.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During eval, the force sensor was found to be out of calibration. A display leak was discovered along with evidence of internal moisture.